Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that this was not related to the device quality but was technical related. The device investigation could not be conducted since it was not returned for the manufacturer investigation. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the physician's comment, it is presumed that the fracture of the guidewire was related to the repeated and continuous bending force that was applied to the guidewire in an attempt to deliver several catheters into the lateral vein. There was no indication of product deficiency. The warnings section of the IFU states: never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction.

Event description:
During positioning the lv lead of a pacemaker after positioning the rv lead, it was difficult to advance a guidewire at the cs lateral vein. Several other guidewires and support catheters were used; however, all failed to reach into the lateral vein. An asahi guidewire was repeatedly manipulated in order to advance into the lateral vein, it was noted that the tip of the guidewire break off. The guidewire was exchanged to another, and the pacemaker was successfully implanted. The physician decided to leave the guidewire fragment in the vein.